Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was scheduled for a troubleshooting surgery (B)(6).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389, product type: lead.

Event description:
A health care provider (hcp) reported via a manufacturer representative that low impedances were measured after the patient fell on their head. Low impedances were measured on two electrodes when the hcp checked impedances of both leads. A troubleshooting revision was planned in november. The issue was not resolved at the time of this report. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturing representative. It was reported that the patient's lead was explanted and scrapped on (B)(6) 2017. The next day the lead was going to be replaced however there was a little bit of bleeding in the brain. The patient will not receive a new lead. It was stated that stimulation on one side was okay. It was stated that the patient was doing okay.